Manufacturer narrative:
The customer¿s stated issue of ¿pole clamp issue¿ was confirmed through inspection. Visual inspection confirmed all 8 pole clamps received exhibited irregularities with the helicoil. Scar # (B)(4) was opened to investigate pole clamp failure. The pcus were attempted to be used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that there were 5 pole clamps which failed. There was no report received of any patient involvement or harm to staff as result of the pole clamp events.